Event description:
Note: the date of event is unknown. Note: this MFR report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-38221 for a description of the other device. It was reported to boston scientific corporation that an injection gold probe was used during a esophagogastroduodenoscopy procedure (patient gender, age, and weight are unknown). According to the complainant, the needle would not retract during preparation. Another of the same device was used and the same problem occurred. The procedure was able to be completed with a third device of the same type. The condition of the patient post procedure was unavailable.

Manufacturer narrative:
A functional test was performed on the returned device. The needle hub was actuated several times into the catheter handle until the needle extended from the probe tip. It was observed that needle extended and retracted properly into the probe tip upon actuation. The non-conformance was analyzed. No unusual actuation of the handle was observed. The complaint not confirmed. A visual inspection was also performed. The needle tip and catheter were visually inspected. No anomalies were observed. The specimen presents no evidence of a manufacturing defect or anomaly. Based on the investigation to establish a possible cause for the failure, no evidence was obtained. Therefore, the root cause for the difficult advancing or retracting condition could not be determined. The complaint could not be confirmed or duplicated. The device meets specification. The incident device reveals no material defects and/or functional anomalies that may have caused or contributed to the reported incident. The device history record was performed in miami manufacturing facility and found to meet all requirements.